Event description:
The doctor noted a hole in the graft before use. The graft was not implanted.

Manufacturer narrative:
No device eval was performed since the device was not returned yet to the MFR. A review of the device history records indicated that the graft was processed and inspected according to procedures. Specifically, the record of the final visual inspection performed on each product indicated no anomaly. No conclusion can be drawn. However, all available info would tend to indicate that the device was not defective. A f/u report will be submitted within 30 days upon receipt of any relevant add'l info.